Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it could be observed that the anchor was broken near the distal part and the ends of the suture were slightly frayed; the suture and the anchor were not assembled in the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the visual findings, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied to the inserter. The damage in the suture could be related to removal of the anchor after failure. As per instructions for use (IFU): axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in china that during a rotator cuff repair surgical procedure on (B)(6) 2023 it was observed that the 4.5 healix peek anch.w/ocord anchor was broke off. It was reported that all the broken parts were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the anchor was broken near the distal part. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the visual findings, this complaint can be confirmed. The possible cause of the problem experienced by the customer can be attributed to procedural variables, such as device handling or product interaction during the procedure; excessive tension could have been applied to the sutures and consequently caused them to detach from the anchor, although this cannot be conclusively determined. As per instructions for use (IFU): apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.